Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported puncture could not be conclusively determined.

Event description:
During a procedure, there was insertion difficulty after repeated used. A puncture was noted at the end of the sheath at the curve. The needle was reshaped. It is unknown if a stylet was used. The procedure was completed with a replacement with no patient consequences.